Manufacturer narrative:
This trend is being investigated. Although no report of injury has been received, and the problem would most likely be detected during set-up, varian has determined that an MDR is appropriate because the possibility of serious injury exists. According to the risk analysis, the most serious probable scenario would be for stereotactic radiosurgery single fraction high dose treatment delivery. If the loose jaw were positioned in a location that resulted in a larger than planned jaw setting, allowing radiation to be transmitted beyond the conical collimator, the resulting treatment could deliver unintended dose to normal tissues and critical structures in the path of the beam, requiring medical intervention. F/u to this MDR is expected after completion of the investigation, when a decision has been reached regarding specific corrective action to be taken. (B)(4).

Event description:
Varian has received info that indicates a trend involving clinac jaw malfunction. This trend was first identified on (B)(6) 2012. Varian has become aware of instances where a clinac jaw detached from the drive screw assembly and was sliding about freely inside the collimator assembly, without interlock from the clinac. Cracking has been observed in the jaw carrier assembly material. No report of injury has been received.